Event description:
It was reported that the customer had issues with the sensors. She received a change sensor alarm after two or three calibration error alarms. Her blood glucose level was above 30 mg/dl. The customer was unresponsive. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.